Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the open hepatectomy surgery, when severing hepatic pedicle tissue on the third firing, after fired, noted some staples were malformed with irregular shape. Used suture to oversew. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 3/5/2021. D4: batch # u94045. H6: component code: mechanical (g04). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device and visual analysis of the returned sample revealed that the mcm30 device was received with no damage in the external components and with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to the firing mechanism was jammed. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, the hoop spring and the anti-backup lever were found to be out of their intended position, jamming the firing mechanism. There were fifteen clips found inside the clip track. It is possible that the damage found on the device may have caused the malformed clips reported by the customer, however no conclusion could be reached as to what may have caused the anti-backup out of position. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: prior to each clip application, inspect the jaws to ensure the clip is fully advanced to the tip of the jaws. If a clip is dislodged prematurely from the jaws or fails to advance, refire the instrument by fully squeezing the handles until they stop. Fully release the handles to advance the next clip into the jaws. During the release cycle, a clip may be forcibly ejected from the instrument jaws if not fired in tissue. Do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.